Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was preformed: the following devices were received: 4.5mm cortex screw (part # 214.8xx / lot # unknown) and 4.5mm va lcp curved condylar plate (part # 02.214.409s / lot # 8177899). The returned implants show signs of being implants. The plate is intact an exhibits minimal discoloration and marks consistent with implantation. There are no complaints or issues found with the returned plate. The screw was returned broken and only the head portion was returned. The exact cause of the complaint condition is unknown, but it is most likely due to unintended weight bearing due to the non-union. A visual inspection, functional test, complaint history review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The exact cause of the complaint condition is unknown, but it is most likely due to unintended weight bearing due to the non-union. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014, patient was treated with a 4.5mm va-lcp condylar plate for a distal femur fracture. Treatment resulted in a nonunion. Hardware was removed by dr. (B)(6) on (B)(6) 2015, and treated with reamer/irrigator/aspirator collected bone graft and a synthes retrograde femoral nail with blade and also treated with stimulant. During hardware removal, one of the 11 screws used in the plate was found to be broken. It was removed using the synthes screw removal set. All other screws removed without incident. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.